Event description:
A facility representative reported that in an european society of cataract and refractive surgeon (escrs) entry, an implantable collamer lens (icl) was explanted and a clear lens extraction performed due to secondary angle closure glaucoma. The patient had post operative haloes, and was occasionally prescribed with brimonidine to use when symptomatic.

Manufacturer narrative:
A4-a6:unk. Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).